Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device 'appears to be in a boot loop. There was unknown patient involvement.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. All issues were addressed by replacing the main pcb, plunger sensor and the clutch set. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.